Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Product has not been evaluated as it has been determined the event is not related to device. Root cause of the reported event is not device related. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial left total hip arthroplasty. Subsequently, the patient developed trochanteric bursitis approximately 21 months post-implantation. The patient was given a nerve block and prescribed pain medication and physical therapy. The event was reported resolved 3 months later, and all products remain implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 010000662 lot# 7406405 g7 pps ltd acet shell 50d. Cat # 0106010202 lot# unk avenir, stem, standard, cemented, 2, taper 12/14. Cat# 47115003963 lot# ay30ac2103 optipac 60 refob bone cmt r-3. G2: foreign: denmark. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.